Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer performed a blood glucose test getting a result of 360 mg/dl before lunch. It is not clear if the consumer administered any insulin based on that result, it is also unknown if the consumer ate before he returned to bed for a nap. Several hours later, the consumer's daughter called 911 because she found her father to be unresponsive when trying to wake him up. The emts performed a blood glucose test on the consumer and the result was 40 mg/dl. The consumer was treated with IV. The consumer's daughter performed a test using the nova product, getting a result of 162 mg/dl. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips in reported in this event will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.